Event description:
Patient was revised to address loosening of the anchor peg glenoid component.

Manufacturer narrative:
Examination was not possible, as the product was not returned. A search of the complaint database found no prior reports for this part and lot number combination. Review of the as400 system show that other devices from lot ce6ka1 have been delivered and can be reasonably concluded implanted without issue as no further reports are identified. Review of the device history records and inspection records found no manufacturing deviations or rejections. The investigation could not verify or identify any product contribution to the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should the product and/or any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.